Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed leakage in the tubing. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples using 10 tubes per needle to assess device functionality. All samples passed the tests, showing no defects or leakage during the draw. Additionally, these 30 retained samples were tested for retraction lockout functionality, and all samples passed, activating properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the customer noticed leakage in the tubing. No patient or user impact reported.